Manufacturer narrative:
The ferritin reagent lot number and expiration date were not provided.

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys ferritin (ferritin) on a cobas e 801 analytical unit. The initial result was 1.72 ng/ml. The repeat result was 26.60 ng/ml.